Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during clinic evaluation a right ventricular (rv) lead integrity alert (lia) was noted, and high impedance was observed. The lead remains in use. X-ray performed, and lead will be monitored during follow up visits. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.